Manufacturer narrative:
Additional information: b5, d10, h6 and h11. B5: additional information was the setup of oxytocin infusion was primary sodium chloride (nacl) tubing line as rescue line at 30ml-75ml/hour through a novum iq lvp based on physician¿s orders. Primary oxytocin tubing line (concentration of oxytocin 30 units in 500ml nacl bag) starting at 2munits (2ml/hour) through a novum iq lvp. This will be increased by 2munits (2ml/hour) every 30 minutes. The nurses program the IV pumps and mix the oxytocin on their own based on the protocol. For an induction the formula is 30 units in 500 ml/20 units in 1000 ml/40 units in 1000 ml. After a prolonged period of labor, the oxytocin may be paused over night to let the patient rest and get some sleep before resuming the labor. The pump ¿is just shut off and the line is usually just left in the pump.¿ additionally, the reporter alleged that ¿after the implementation of the novum iq lvp there may have been a slight increase in c-sections over the last few months; however, also noted ¿there are many factors that can cause the ebbs and flows of these numbers.¿ h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump under infused. A "primip¿ patient (a woman who is giving birth for the first time) entered the hospital at 37 plus weeks in which the membranes had ruptured on its own. The patient was started on oxytocin at 20mu. The patient allegedly felt ¿some tightening.¿ the patient wanted to proceed with infusion and baby was progressing well, so the nurse increased the oxytocin to 34mu. After an unspecified amount of time, the patient did have ¿some progress.¿ after oxytocin was increased to 38mu and no further progress was observed. Due to not progressing, the patient was taken to the operating room for a cesarean section. The nurse alleged the patient did not progress as expected as a result of the suspected under infusion therapy. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h7, h9 and h11. H11: while the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.